Event description:
The lesion was located in the mid rca, which had moderate calcification and mild tortuosity. The ivus device was advanced over the universal guide wire to visualize the lesion. When the ivus device was removed, the guide wire came out attached with the ivus. After removal from the pt, the guide wire was found to be twisted around the ivus device and the catheter shaft was separated. The entire guide wire was removed from the pt with the removal of the ivus device.